Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a forty-four-year-old male patient was receiving support with an impella cp device for cardiomyopathy. During support, the patient developed red urine output. Treatment considerations included lowering the performance level, reducing afterload, repositioning the device, and changing the purge solution to dextrose with bicarbonate. No additional treatment details were provided. The patient survived the procedure.